Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach during a laparoscopic gastric bypass, the surgeon was able to press the green button, but was unable to squeeze the handle, and the stapler did not fire. They used another device to complete the case. There was no patient injury.